Event description:
It was reported the patient's blood glucose level rose to greater than 250 mg/dl while wearing the pod between 24 and 36 hours on the arm. The patient experienced thirst and frequent urination. The device was originally reported for the patient not being sure the pod was delivering insulin.

Manufacturer narrative:
Inspection of the device found the exposed portion of the soft cannula to be bent. The length of soft cannula was measured to be within specification. Fluid path test was conducted. Upon manual rotation of the ratchet gear, fluid was found to exit the fluid path as intended, even though the exposed portion of the soft cannula was observed to be bent. The download data does not contain any alarm, timeouts or drive stalls . It could not be conclusively determined when this damage occurred. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: phone_control_android. Omnipod software app version: 3.1.1. Smartphone operating system: ap3a.240905. 015.a2. G996usquehyda. Smartphone hardware: sm-g996u. Cgm sensor type: g6. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.